Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the battery drawer was not locking in due to the battery release being damaged. It was also confirmed that the lower case was cracked. It was also noted that the lower case was contaminated, the upper case, side bail covers and battery drawer were broken, the heart block, lead flex cover and heart wire contacts were contaminated, the battery contacts were compressed, the battery flex and heart lead flex were corroded. (B)(4).

Event description:
It was reported the battery drawer was not locking in. It was also reported there is physical damage (cracked lower case). The device was returned for repair. No patient complications were reported as a result of this event.